Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that, during the topical skin adhesive in-service, the topical skin adhesive was placed on the back of the patient's hand on (B)(6) 2015 and the patient experienced immediate burning sensation which reported to be painful and did not appear to cause a skin irritation or reaction. Later that day, the patient had since developed a blister under the thicker part of the dressing which the patient felt may have been related to the amount of formula on the skin. In removing the topical skin adhesive, it was reported that it was soaked and some skin was removed from the top of the blister causing a small scab. Additional information has been requested.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.